Manufacturer narrative:
The device was removed but not returned. The manufacturing records were reviewed, and no non-conformities were found.

Event description:
It was reported to nevro that the patient experienced leakage of cerebrospinal fluid. A blood patch was administered to address the symptoms and there have been no reports of further complications regarding this event.